Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit failed drive manifold testing. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and during preventative maintenance cardiosave failed drive manifold. To fix this issue fse replaced the drive manifold assembly and the cardiosave passed the drive manifold test. Fse performed a pm, a full calibration, and tested the unit. The equipment works to the manufacturer¿s specifications, is cleared for clinical use, and was returned to the customer.